Manufacturer narrative:
Investigation summary: no root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8332958 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch.

Event description:
It was reported that during use medication leaked past the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: during the manipulation of doxorubicin and cyclophosphamide, medication was spilled due to leakage through the syringe's plunger.